Manufacturer narrative:
On january 21, 2024, novocure identified that there was an error in the initial report regarding the patient's age and date of birth. The correct age of the patient at the time of event is 74 years, and the accurate date of birth is (B)(6).

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 74-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6)2024. On (B)(6) 2024, the patient's spouse informed novocure that the patient developed a rash on the arms, shoulders, and the right side of the head. The patient's spouse reported that the healthcare provider (hcp) prescribed the patient steroids and neomycin/polymyxin b/bacitracin ointment, which appeared to provide some relief. An image provided showed a mildly raised rash with erythema on the right side of the scalp. The patient remained on optune gio therapy. On (B)(6) 2024, the patient's spouse indicated that overall, the skin irritation caused by chemotherapy had improved; however, the rash on the scalp had worsened. The patient was reportedly completing the oral steroid regimen, initiating the use of a topical steroid, and continuing the application of neomycin/polymyxin b/bacitracin ointment. On (B)(6) 2024, the prescribing physician confirmed that the patient was using an unspecified cream for scalp irritation and remained on therapy. The cause of the event was optune gio therapy. On (B)(6) 2025, the patient's spouse reported an improvement in the patient's skin condition, attributing the progress to ongoing vigilance in the use of oral and topical steroids, neomycin/polymyxin b/bacitracin ointment and frequent array changes.